Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/25/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the lens was cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residue of lubricant material was also observed on the lens. No damage was observed to the haptics. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on the complaints revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. Explant. Myopic outcome. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 21.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to a myopic outcome. The lens was replaced with the same model, but different diopter of 20.0. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, there was no serious patient injury and the procedure was completed successfully. No additional information was provided.